Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during evaluation of the compact air drive device, it was determined that the air hose could not couple to the handpiece, the device was worn out and there are no specific defective parts, air leakage, and the device was operating with insufficient power, so the device could not function. It was further determined that the device failed pretest for check reverse locking mechanism, check for air leak, check power with the test bench. It was noted in the service order that the device had no function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.